Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the inner insulation of the lead became extrinsically distorted due to kinking/buckling. The analyst noted that the lead was returned stretched, with buckling of the inner insulation. A stretched lead may not fully transfer torque to the helix when turning the is-1 connector pin. Visual analysis of the lead indicated the lead was stretched. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure high thresholds were noted on the right atrial (ra) lead. It was further reported that twenty five rotations were required to extend the helix and twenty rotations were required to retract it, both inside and outside the body. The lead was attempted / not used and replaced. No patient complications have been reported as a result of this event.